Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. It was reported in medwatch 1644487-2007-01890 that the patient was experiencing an increase in seizures, which was later found to be less than her baseline level of seizures, and was believed to be due to the generator nearing eos.

Manufacturer narrative:
Device failure suspected.